Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, void >1 mm in non-textured, yellow particles on device inner surface and one linear opening. A microscopic analysis and leak test were performed which identified: one smooth crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: smooth crease opening, assessed as, a fold flaw opening.

Event description:
Healthcare professional additionally reported "creases associated with hole." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.